Manufacturer narrative:
The field service representative checked the analyzer and detected a problem in the water / detergent ratios in the wash station. The issue had already been solved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 5 patient samples on a cobas 4000 c311 stand alone system. Patient 1. The initial result was 122 mmol/l. The repeated result was 115 mmol/l. Patient 2. The initial result was 116 mmol/l. The repeated result was 235 mmol/l. Patient 3. The initial result was 120 mmol/l. The repeated result was 135 mmol/l. Patient 4. The initial result was 111 mmol/l. The repeated result was 137 mmol/l. Patient 5. The initial result was 115 mmol/l. The repeated result was 138 mmol/l. The results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.